Manufacturer narrative:
This event occurred in (B)(6).

Event description:
The customer stated that they received erroneous results for one patient sample tested for glucose hk (glu), ion selective electrode (ise) sodium, ise potassium, and ise chloride on a c501 analyzer. The analyzer is connected to a pre-analytics system and primary tubes are used on the analyzer. The sample initially resulted as 284 mg/dl for glu, 132 mmol/l for ise sodium, 4.31 mmol/l for ise potassium, and 90.8 mmol/l for ise chloride. The physician complained about the glu result, so the sample was repeated. When repeated on a different c501 module on (B)(6) 2015, the sample resulted as 93 mg/dl for glu, 149 mmol/l for ise sodium, 4.87 mmol/l for ise potassium, and 104.6 mmol/l for ise chloride. The sample was also repeated on a rapid point 500 blood gas analyzer on (B)(6) /2015, resulting as 92 mg/dl for glu, 147.5 mmol/l for ise sodium, 4.81 mmol/l for ise potassium, and 113 mmol/l for ise chloride. The patient was not adversely affected. The glu reagent lot number was 614917. The reagent expiration date was asked for, but not provided. The ise sodium, ise potassium, and ise chloride electrode lot numbers and expiration dates were asked for, but not provided. The customer ran precision studies and noted that the water bath filter on the analyzer was dirty. The technical specialist checked the analyzer and found a lot of dirty parts, including the rinse stations of both reagent probes, the vacuum tank, and the ise waste pipe.